Manufacturer narrative:
Serial # (B)(4). Manufacturing evaluation: investigation- the valve was received submersed in an unidentified liquid. Visual inspection - no significant deformations or damage of the valve were detected during the visual inspection. Permeability test - a permeability test has indicated that the valve has a blockage. Adjustment test - n/a for fixed pressure valves braking force and function test - n/a computer controlled test - to investigate the claim of over/under-drainage, the opening pressure is measured. The testing apparatus is normally used. Because the valve is not permeable, this test is not possible. Results - after the tests, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve is operating in an under-drainage state, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the valve was underdraining. The reporter indicated that a 6 year 3 month post operative valve is undraining. Additional details of the event have not been provided.